Event description:
Pain in knee (left) [injection site joint pain]. Case narrative: initial information received on 03-apr-2023 regarding a solicited valid serious case received from a consumer via call center, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. This case involves a 65 years old female patient who had pain in knee (left) while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, and family history were not provided. The past medical treatment(s) included cortisone injection. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection 6 ml 1x in left knee (lot - crsl016) (strength: 48mg/6ml, expiration date: mar-2023) (route: unknown) for osteoarthritis. Patient mentioned that she was starting to have pain in both her knees. On an unknown date, after unknown latency, patient began to experience pain in knee (left) (injection site joint pain ). She mentioned she had a synvisc injection in her left knee last summer however she did not recall the date. Since the synvisc injection was not enough, she had a cortisone injection to help. Patient said that she had received cortisone in her knee prior to getting the synvisc injection as well. Patient mentioned it was for temporary relief, however it did not really work for her. The only injection on file was the synvisc-one injection in the left knee. Action taken: not applicable. Corrective treatment: cortisone. Outcome: not recovered/not resolved. Reporter causality: not reported. Company causality: reportable. Seriousness criterion: intervention required. A ptc (product technical complaint) was initiated on 03-apr-2023, for synvisc one (batch number: crsl016 and expiry date: mar-2023) with global ptc number: (B)(4). The sample was not available. The ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The production and quality control documentation for lot#: crsl016, expiration date (mar-2025) was manufactured on 22-apr-2022 packaged 4632 singles was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot# batch record review & lot# frequency analysis for lot # crsl016 no CAPA (corrective and preventive action) was required. As of 24apr2023, there are 16 complaints on file for lot#: crsl016 and all related sublots. 3 complaints were on file for lot#: crsl016b: (3) adverse event reports. 13 complaints were on file for lot#: crsl016: (13) adverse event reports. Sanofi will continue to monitor complainted and trending as stated in "product event handling" to determine if a CAPA is required. The final investigation was completed on 01-may-2023 with summarized conclusion as no assessment possible. Additional information was received on 01-may-2023 via quality department from other healthcare professional. Ptc details, strength and expiry date was added; event arthralgia updated to injection site joint pain. Text amended.

Event description:
Starting to have pain in both her knees [knee pain] since the synvisc injection was not enough, she had a cortisone injection to help/lack of efficacy with no reported adverse event [device ineffective] case narrative: initial information received on 03-apr-2023 regarding a solicited valid non-serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves a 65 years old female patient who reported starting to have pain in both her knees and since the synvisc injection was not enough, she had a cortisone injection to help/lack of efficacy with no reported adverse event after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, and family history were not provided. The past medical treatment(s) included cortisone injection. Concomitant medications included cortisone injection. On (B)(6) 2022 (wednesday), the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection at dose of 6 ml once in left knee (lot - crsl016; expiration date: 31-mar-2025) (strength: 48mg/6ml,) (route: unknown) for osteoarthritis. On (B)(6) 2022, the patient developed a non-serious event of since the synvisc injection was not enough, she had a cortisone injection to help/lack of efficacy with no reported adverse event (device ineffective) on same day following the first dose intake and on the same day following the last dose intake of hylan g-f 20 and sodium hyaluronate. On an unknown date the patient developed a non-serious event of starting to have pain in both her knees (arthralgia) (unknown latency) following the first dose intake and (unknown latency) following the last dose intake of hylan g-f 20 and sodium hyaluronate. It was reported "patient mentioned on a sanofi reminder call that she is starting to have pain in both her knees. She mentioned she had a synvisc injection in her left knee last summer however she did not recall the date. Since the synvisc injection was not enough, she had a cortisone injection to help. Patient said that she had received cortisone in her knee prior to getting the synvisc injection as well. Patient mentioned it was for temporary relief, however it did not really work for her." Action taken: not applicable for both the events corrective treatment: not reported for starting to have pain in both her knees outcome: not recovered for starting to have pain in both her knees, unknown for device ineffective reporter causality: not reported for both the events company causality: not reportable for both the events a ptc (product technical complaint) was initiated on 03-apr-2023, for synvisc one (batch number: crsl016 and expiry date: 31-mar-2025) with global ptc number 100316695. The sample was not available. The ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The production and quality control documentation for lot # crsl016 expiration date (mar-2025) was manufactured on 22-apr-22 packaged 4632 singles was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot# frequency analysis for lot # crsl016 no CAPA (corrective and preventive action) was required. As of 24apr2023 there are 16 complaints on file for lot# crsl016 and all related sublots. 3 complaints were on file for lot#crsl016b: (3) adverse event reports. 13 complaints were on file for lot#crsl016: (13) adverse event reports. Sanofi will continue to monitor complaints and trending as stated in "product event handling" to determine if a CAPA is required. The final investigation was completed on 01-may-2023 with summarized conclusion as no assessment possible. Additional information was received on 01-may-2023 via quality department from other healthcare professional. Ptc details, strength and expiry date was added; event arthralgia updated to injection site joint pain. Text amended. Based on the previously received information, this case previously processed as serious was downgraded to serious. Also, event was added- since the synvisc injection was not enough, she had a cortisone injection to help/lack of efficacy with no reported adverse event (device ineffective). Company causality was re-assessed from reportable to not reportable for event of starting to have pain in both her knees (arthralgia). Text amended accordingly. Local comments: *downgrade.*

Event description:
Pain in knee (left) [aching (l) knee]. Case narrative: initial information received on 03-apr-2023 regarding a solicited valid serious case received from a consumer via call center, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 65 years old female patient who experienced pain in knee (left) while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s) and family history were not provided. The past medical treatment(s) included cortisone injection. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection 6 ml 1x in left knee (lot - crsl016) (strength, expiration date, route: unknown) for osteoarthritis. Patient mentioned that she was starting to have pain in both her knees. On an unknown date, after unknown latency, patient began to experience pain in knee (left) (arthralgia). She mentioned she had a synvisc injection in her left knee last summer however she did not recall the date. Since the synvisc injection was not enough, she had a cortisone injection to help. Patient said that she had received cortisone in her knee prior to getting the synvisc injection as well. Patient mentioned it was for temporary relief, however it did not really work for her. The only injection on file was the synvisc-one injection in the left knee. Action taken: not applicable. Corrective treatment: cortisone. Outcome: not recovered/not resolved. Reporter causality: not reported. Company causality: not reportable . Seriousness criterion: intervention required. A product technical complaint was initiated and results are pending for the same.

Manufacturer narrative:
Sanofi company comment 06-apr-2023. This case involves a 65 years old female patient who experienced pain in knee (left) while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The event occurred after an unknown latency and required intervention in context to patient receiving a cortisone injection for the knee pain. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.